Manufacturer narrative:
Date sent to the FDA:the actual device involved in this event was returned for evaluation. Once foil packets are peeled open it cannot be determined if defects were present before or after packet was opened. Packaging integrity testing cannot be performed on this sample. Peeling open foil packets creates trauma to the primary packet materials. This trauma can cause pin holes and tears in the foil material.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. While opening the packaging it was noted that the packaging had a hole. A new device was opened to finish case. No patient consequences.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.